Event description:
Male reported experiencing severe pain and 'bleeding' from his right eye after using oxysept ultracare formula on friday, (B) (6) 2009. The patient said, the tablet dissolved and he soaked his lenses overnight. The next morning when he put the contact lens in his right eye, he immediately felt severe pain and had to force his eye open to remove the lens. He rinsed his eye continuously with water. He was seen at the ER where they 'injected a dye into his eye' and rinsed it with saline. He was given drops and an ointment to apply to his eyes. He was seen by an ophthalmologist the next day. The doctor felt the solution may not have neutralized and he had a reaction to the peroxide. The doctor told him the 'bleeding was caused by blood vessels that had burst in his eye'. He was prescribed percocet, quixin and acular. Follow up with the patient indicated his symptoms resolved.

Manufacturer narrative:
A review of the records for reported lot/batch of product has not revealed any anomaly during the manufacturing processes. Testing of retain samples has been requested. Complaint unit has not been made available for manufacturer testing. Root cause has not been established. Additional information has been requested, but not received.